Event description:
It was reported that the patient experienced difficulty unraveling the tubing from an inset infusion set during a supply change, resulting in a stuck connector and interrupted insulin delivery until a new site was placed and tubing successfully unraveled; the issue involved user handling of the infusion set and the cannula component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user via video guidance and analysis of information provided by the user. Investigation of this case revealed no device problem, with a usage problem identified related to an improper or incorrect procedure involving the infusion set cannula. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error.